Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis with a microscope identified the glass cap exhibited a distal circumferential fracture. Distal circumferential fractures may lead to forward firing. The observed condition of the fiber is consistent with fibers that experienced tissue adhesion, constant heavy tissue contact, and/or a decrease in the saline cooling flow, which leads to elevated temperature near the laser beam output window. The device instructions for use (IFU) instructs to maintain adequate saline cooling flow to reduce heat accumulation at the fiber tip. Based on analysis and the information available, the interaction between the user and device, caused or contributed to the observed fiber tip damage and reported event.

Event description:
It was reported that the fiber stopped working after approximately 25 to 30,000 joules and 10 minutes of fiber use. The fiber was replaced, and the procedure was completed without patient complications. The fiber was returned, and analysis identified that the glass cap exhibited a distal circumferential fracture. The potential for forward firing exists.